Event description:
The was a recall of a medtronic ICD, internal cardiac defibrillator, generator device secondary to possible battery malfunction. Patient with history of syncope, cardiomyopathy with ejection fraction of 25-30%, mitral valve prolapse, and ventricular tachycardia status post ICD implantation. Patient admits to frequent episodes of dizziness. Noted to have had 2 high ventricular rate episodes which were non-sustained. It was decided that the patient should undergo further evaluation and management with electrophysiology study and possible ablation. Due to medtronic recall alert patient will undergo ICD generator replacement per medical doctors history and physical.